Manufacturer narrative:
Additional information obtained reported that the recipient was explanted as a result of reduced microcirculation due to the patient's diabetes/uncontrolled smoking leading to non-healing of the surgical site from the previous procedure. The explanted device is presumed lost and will not return for analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient reportedly experienced device extrusion. The recipient underwent repositioning surgery on (B)(6) 2020. The recipient was explanted on (B)(6) 2020. The recipient was reimplanted with another advanced bionics device on (B)(6) 2021.